Manufacturer narrative:
The device was reported to have been setting up for use when the malfunction was found. The customer reported to have placed the patient on an alternative v60 unit and required no additional intervention or escalation of treatment. No patient harm or delay was reported. The customer contacted remote service technician and stated that the unit display is very dark and brightness is not adjustable but is able to see a display faintly. The remote service technician advised the customer to replace the backlight inverter to correct, no other concerns for customer, provided part identification and part. The remote service technician followed up with customer for further troubleshooting and the customer indicated after replacing the backlight inverter board, the unit still does not display. The customer was instructed to open the glass user interface (gui) assy, and check the color display cable and the transition printed circuit board (pcb). At times the transition pcb slightly comes off the liquid crystal display (lcd) when opening the gui assy. The customer was able to connect the transition pcb to the lcd and heard a click. The customer fully secured the connection, and he was able to power up the unit with a display. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.

Event description:
It was reported to philips that the device had a dark display and brightness was unable to be adjusted. The device was not in clinical use at the time of the event. There was no report of patient or user harm.